Manufacturer narrative:
Manufacturer narrative: the customer reported that the org is dropping its signal on 8 transmitters that are attached to it. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.

Manufacturer narrative:
The customer reported that the org is dropping its signal on 8 transmitters that are attached to it. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the org is dropping its signal on 8 transmitters that are attached to it.